Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received button error and absence of no delivery alarm. The customer¿s blood glucose level was unknown. Customer stated that some buttons do not work on the pump periodically, not every time when they pressed them. It was reported that they had scratches on the screen. The customer reported that the time clock was advancing. It was reported that they had received absence of no delivery alarm. Customer reports event was resolved by changing complete set (infusion set and reservoir). The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.